Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing much lower insulin amount than caller expected and issue occurring during current use. There was no reported impact to the customer¿s blood glucose level. Technical support educated caller on properly removing air from cartridge before filling, then guided caller through filling and loading new cartridge, and caller chose to monitor pump performance and follow up if needed.